Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 20489188.

Event description:
It was reported that the lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.